Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed and oxygen device failed . The customer reported the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed and oxygen device failed . The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer has not call back.